Event description:
It was reported that the patient with the implantable cardioverter defibrillator (ICD) device exhibited high out of range shock impedance measurements, measuring greater than 200 ohms on this right ventricular (rv) channel. The device displayed a red alert for shock impedance measurements, few months ago. It was suspected that the shock impedances were due to calcification. Technical services (ts) stated to get vector breakdown and determine if this is svc or rv coil. No noise was noted on the presenting electrogram (egm). Ts recommended to have the patient seen in clinic for further evaluation with additional shock vector breakdown. Patient was then seen in the clinic and noted that the shock lead impedance vector breakdown was different. Boston scientific representative performed programming and were unable to produce oor impedance in this configuration with multiple maneuvers. The defibrillation threshold (dft) test was not performed at the implant and no shocks were delivered by the device. This rv lead currently remains in service. No adverse patient effects were reported.